Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, during the procedure to implant a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the dynamic expansion seam of the esheath was separated approximately 75% from the esheath. The delivery system entered and exited through the tip of the sheath. The seam separated at the distal end and was described as a circumferential delamination. No harm was caused to the patient and there were no negative outcomes. No vascular complications.

Manufacturer narrative:
The esheath plus was not returned; therefore, a visual inspection, functional testing, dimensional testing or imaging evaluation was not performed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. A lot history review was performed and revealed no other complaints relating to general risk failure sheath liner delamination. As the complaint for failure sheath liner delamination was unable to be confirmed, a complaint history review was not performed. This event reports a sheath liner delamination during device removal that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product nonconformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. The complaint for failure sheath liner delamination was unable to be confirmed without procedural imagery or the returned device. Without the returned device, engineering was unable to perform any visual, dimensional, or functional inspections of the device. A DHR and lot history did not reveal any manufacturing non conformances. A review of IFU/training materials revealed no deficiencies. Additionally, there was no report of any issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue. Per complaint details, during the procedure to implant a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the esheath plus dynamic expansion seam was separated approximately 75% from the esheath. The anatomy was mildly tortuous and with minimal calcification. No harm was caused to the patient and there were no negative outcomes. No vascular complications. The liner seam was not separated directly after pre expansion with only the expander tool. The delivery system entered and exited through the tip of the sheath, the seam separated at the distal end and was described as circumferential delamination. Per the IFU/training manual, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. As the anatomy was mildly tortuous with some minimal calcification, it is likely that these patient factors made it more difficult to advance the delivery system through the sheath. Tortuosity can create sub optimal angles that can lead to non axial alignment in the advancement and retrieval of the delivery system. The delivery system could potentially catch on to the tip or liner of the sheath, causing the delamination if excessive manipulation was used to overcome any difficulty. Available information suggests that patient factors (tortuosity) and procedural factors (excessive manipulation) may have contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.